Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a stimulator for unknown indications. It was reported that his pain s timulator was already removed due to sepsis. The patient stated that it almost killed him. There were no reports of device issues or allegations. There were no further complications reported or anticipated.